Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the (B)(4) voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(4) 2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, after the first tissue acquisition, the device would not stay in the primed position. It also sounded like a piece was broken inside the device after the first sample acquisition. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.